Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feed set leaked.

Manufacturer narrative:
One sample was received out of its packaging, the product was evaluated and during the visual inspection it was confirmed that the configuration was correct. Since the failure mode reported was leaking, a functional test was performed. Water was added to the bag and placed on the pump, no leaks were observed during the test. The failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.